Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available. No additional adverse consequences have been reported from this event. This device is used for treatment. This report was provided based on an annual report from a case study. The devices were not available for evaluation therefore the event as published in the literature review source could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review could not be performed as the lot numbers were not provided. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported in an annual report of the (B)(6) registry (B)(6) in a whitepaper publication study "demographics and outcomes of shoulder arthoplasty" that there were 34 cases involved in the study. Results: 11 patients subsequently had a revision surgery with the primary diagnosis of osteoarthritis.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is a follow-up submission to reflect a change to the device's part number that was discovered during a complaint review. The original part number was ar-9100-05p but should be ar-9100-09. No further patient information was provided at the time of this report or made available. No additional adverse consequences have been reported from this event. This device is used for treatment. This report was provided based on an annual report from a case study. The devices were not available for evaluation therefore the event as published in the literature review source could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review could not be performed as the lot numbers were not provided. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported in an annual report of the (B)(6) in a whitepaper publication study "demographics and outcomes of shoulder arthroplasty" that there were 34 cases involved in the study. Results: 11 patients subsequently had a revision surgery with the primary diagnosis of osteoarthritis. Follow-up information: it was discovered during a complaint review that the original part # ar-9100-05p was incorrect. The device part number from the ((B)(6)) study was ar-9100-09.